Manufacturer narrative:
(B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during a coronary artery bypass procedure, acrobat-I stabilizer arm was not holding the heart in the position as needed. Hospital said it seems like the stabilizer kept slipping off the heart. They kept using the stabilizer and had a surgical technician help with holding the heart. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for lots 25136187, 25137913, and 25138581 the last 3 lots shipped to the account prior to the event/aware date. There were no ncmr¿s which could be considered related to the reported event recorded in the lot history.

Event description:
The hospital reported that during a coronary artery bypass procedure, acrobat-I stabilizer arm was not holding the heart in the position as needed. Hospital said it seems like the stabilizer kept slipping off the heart. They kept using the stabilizer and had a surgical technician help with holding the heart. The hospital did not report any patient effects.